Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact on the customer's blood glucose level as the caller declined to provide specific information. Technical support instructed the customer on temporary measures to activate the button and confirmed a replacement pump would be sent since the current pump was under warranty. The customer was advised to continue using the current pump until the replacement arrived and was instructed on the return process of the problematic pump using a pre-paid label.